Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy procedure, the customer was not able to get the vessel sealer (vs) to work with the e-100 generator. The site moved the vs to the integrated electro-surgical unit (iesu) and was moving forward with the case. The customer called back to report that they did a power cycle on the system and hard cycled the e-100 generator, but the e-100 generator came up with red light light-emitting diodes (leds) on both the power button and instrument led. Intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer that a power cycle could resolve the issue, but the surgeon was in the midst of their case. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed the system and erbe was already on when the nurse entered to open for the case. The only changes the nurse made were settings. The monopolar and bipolar functioned normally, but the e-100 generator would not recognize the vessel sealer (vs) instrument when it was plugged inside. The nurse unplugged the vs instrument and temporarily plugged it into one of the erbe bipolar ports so that the surgeon could still use it. The nurse attempted to turn off the e-100 generator, but the button remained lit. The nurse called the customer service. The system was undocked and shut down, including the e-100 generator. The system powered back on and successfully rebooted except for the e-100 generator. When the customer attempted to turn it on, both the power button and the indicator light above the device port glowed red. The customer also contacted the clinical sales representative (csr).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed the issue and replaced the e-100 to resolve it. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The e-100 was analyzed and found to have the failure. This unit was installed onto the test system and failed testing. The power led turned red and bipolar led did not turn on, cannot cut/seal. The complaint was confirmed based on the field evaluation/failure analysis.